Event description:
It was reported by biomed when using the sherlock sensor, the sr9 is giving completely wrong locations of the magnetic tip. The sensor has been used on other units without issue. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by biomed when using the sherlock sensor, the sr9 is giving completely wrong locations of the magnetic tip. The sensor has been used on other units without issue. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the sr9 is giving completely wrong locations of the magnetic tip was unconfirmed. A test sherlock and sherlock test fixture were used with the sr9, and the issue was unable to be reproduced. Reported issue root cause: the reported issue root cause is not required due to the reported issue is unconfirmed.